Event description:
It is reported that the patient death occurred one month earlier than previously reported.

Event description:
A myocardial infraction is reported to have occurred approximately 5 months post the index procedure. No further details provided.

Manufacturer narrative:
It is reported that the patient death occurred on the (B)(6) 2011 not the (B)(6) 2011 as previously reported.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure. It is reported that the patient expired approximately 6.5 months post index procedure. (Ref MFR # 9612164-2011-01400 and 9612164-2011-01401).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infraction). (B)(4).

Manufacturer narrative:
(B)(4) evaluation, results: inherent risk of procedure (death).